Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, as it remains implanted and in service. The device diagnostic data has been evaluated twice; engineers determined that this device exhibited sensing of chronic high atrial rates, which impacted the battery longevity. Chronic high atrial sensing rates (e.g., chronic atrial fibrillation) can reduce longevity in devices that are programmed with atrial sensing on. The specific impact will vary depending on the amount of atrial sensing performed by the device; device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in a lower than expected remaining longevity, as observed with this device. Another factor impacting the power consumption and associated remaining longevity in this case was related to the rv lead programming; automatic capture was programmed on, resulting in a higher rv output while the device was in suspension. Chronic high atrial sensing rates can impact accolade battery longevity over time; the device is designed to utilize additional required processing functions while sensing high atrial rates. For patients with chronic atrial fibrillation, this can result in an increased power consumption. Following engineering review of this device's diagnostic data and programmed parameters, the ts consultant provided recommendations for reprogramming this device to no longer sense the high atrial rate, thereby limiting the potential impact of the patient's high atrial rate on the device's power consumption.

Event description:
It was reported that this device was potentially exhibiting premature battery depletion. The device was implanted approximately two years ago, and the predicted longevity was reported as three years remaining. A copy of device memory was submitted to boston scientific technical services (ts) for analysis. Engineering review of the data determined this device was exhibiting an increased power consumption due to high rate atrial sensing (average rate of 140 bpm). A ts consultant discussed possible options for reprogramming the device to preserve battery longevity, including programming to a non-atrial based pacing mode and turning off right atrial (ra) lead sensing. Additional information: a subsequent re-evaluation of this device's memory revealed no resets or abnormal faults; the device was functioning properly based on the programmed settings and operating conditions. It appeared that atrial fibrillation had subsided, and the power levels of this device have returned to normal. Engineers determined that another factor in the observed power consumption was that the right ventricular (rv) lead was set to automatic capture. The diagnostic data showed the device was in suspension for 142 days and 2 hours, and in beat-to-beat mode for 346 days and 12 hours. While in suspension, the rv output will be higher, thus impacting power consumption and longevity. A ts consultant recommended that the rv automatic thresholds should be evaluated during the next scheduled follow-up, looking for consistency in obtained measurements. Additionally, different postures should be attempted while performing threshold testing and the results compared between manual and automatic thresholds. No adverse patient effects were reported. The device remains implanted and in service.